Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history a DHR review could not be performed for this pi. There is no record of this lot number originating from the monument facility. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Updated event: it was reported on (B)(6) 2020, during a tibial nail osteosynthesis, at the time of the block, while freehand drilling of the nail, the tip of the 4.2 drill bit was fractured. The surgeon left the broken tip inside the bone without affecting the surgery. The surgeon decided not to remove the fragment. A back up drill bit was used and the procedure was completed successfully with no surgical delay.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot: part: 03.010.104, lot: 1l73532, manufacturing site: bettlach, release to warehouse date: october 24, 2018. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, during freehand drilling of the nail, the tip of the 4.2 drill bit was fractured. The surgeon left the broken tip inside the bone without affecting the surgery. The surgeon decided not to remove the fragment. No further information provided. Concomitant device reported: unknown tns nail (part # unknown, lot # unknown, quantity 1). This report is for one (1) 4.2mm three-fluted drill bit qc/needle point/145mm. This is report 1 of 1 for (B)(4).